Event description:
It was reported, "the following info was obtained via a phone questionnaire. When the pt was asked "do you have any pain in your knee that has the study knee replacement?" It was noted by the person conducting the phone call, "intermittent grinding or catching feeling when twisting". The date the individual spoke to the pt via phone was used as the event date."

Manufacturer narrative:
The following other devices were also listed in this report: series 7000 standard tibia: cat# 7115-0005; lot t02w427. Scorpioflex ps tib insert: cat# 72-5-0510a; lot (B)(4). Scorpio m-dome patella: cat # 73-0510; lot m180. It cannot be determined which, if any of these devices may have caused or contributed to the reported pt's "grinding or catching feeling". An eval of the device cannot be performed as the device remained in the pt (as of (B)(6) 2010) and was not returned to the MFR. Additional info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.